Event description:
When testing equipment (no pt involved) the traumex drove all the way down and would not drive in an upward direction. A defective switch in the control handle was found. When defective switch was disabled, the unit worked properly. Concern is that the "emergency cut off" switch is located in a precarious position. Reported to MFR at time of event.